Event description:
A customer reported that an ophthalmic handpiece was heated due to sterilization. The handpiece also exhibited system messages. The procedure details was not reported. No patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. The event ¿temperature high was due to sterilization but not from the use¿. Hence this report of handpiece warm does not meet criteria for reporting based on applicable medical device regulations. No further reports will be scheduled under mfg report num: 2028159-2024-01467. The manufacturer internal reference number is: (B)(4).